Event description:
Attempted placement of nasal bridle device. Upon removal of the catheter end, the magnet was noted to be missing from the end. Upon further investigation with head CT's and x-rays, it was found that the magnet was in the superior aspect of the right nasal cavity. Attempted removal at the bedside times two with rigid nasal endoscopy was unsuccessful. Plan for operating room removal.

Event description:
This was already reported on (B)(6) 2011. However, I was unable to print the copy of my submission. Pt required a nasal bridle device, this was placed on (B)(6) 2011. Upon removal of the white catheter portion of the device, it was noted that the magnet tip was no longer in place. Upon x ray eval it was found that the magnet tip was in the superior aspect of the pt's right nasal cavity.